Event description:
Customer reported three no delivery alarms. He stated that one was due to the adhesive not sticking to his body after swimming. He stated that the other two times were due to the battery being low. Customer declined troubleshooting. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.